Event description:
The customer reported that their remote network system (rns) audible alarm is not sounding.

Manufacturer narrative:
The customer reported that their remote network system (rns) audible alarm is not sounding. No patient harm or injury was reported. Attempts to obtain additional information were made, but not provided. The customer will be sending this unit in for an exchange. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
The customer reported that their remote network system (rns) audible alarm is not sounding. No patient harm or injury was reported. Attempts to obtain additional information were made, but not provided. The customer will be sending this unit in for an exchange. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their remote network system (rns) audible alarm is not sounding.